Event description:
The facility reports the resident was being transferred from the geri chair to the bed. Two cna's were present with the lift was next to the bed. The resident who had one leg amputated just above the knee, moved their leg upward, shifting their body. The resident slid out of the sling and fell to the floor, hitting their left shoulder and suffering a fracture.